Manufacturer narrative:
The account replaced the communication cable for the nurse call and found the issue remains and is very intermittent. No further information is available on the repair of the bed at this time.

Event description:
The account alleged the bed has been setting off the nurse call alarm intermittently and when the head of the bed is raised it immediately lowers again. No pt impact.